Manufacturer narrative:
Initial 1 of 2: e1: name: (B)(6), country: switzerland, postal code: (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient stated infusion sets do not stick to the skin on (B)(6) 2026. This emdr is being submitted for an unknown number quantity.